Event description:
While traveling down the sidewalk, the chair allegedly veered to the left, the wheels locked up, and the chair went over a curb. The consumer allegedly landed on his wrists.

Manufacturer narrative:
Manufacturer received information from an insurance carrier that users chair veered to the left and went over a curb. User is reportedly legally blind. User allegedly went to the ER, and has received subsequent treatment with a chiropractor. Information also provided suggests the chair was serviced prior to the alleged incident. MDR filed based on injury.